Event description:
On an unknown date, the patient underwent tevar using a conformable gore® tag® thoracic endoprosthesis (unk/unk) and a gore® excluder® aaa endoprosthesis aortic extender component (unk/unk) to repair an aortic dissection. On (B)(6) 2014, the patient underwent evar using a conformable gore® tag® thoracic endoprosthesis (tgu212110j/12302895) and a gore® excluder® aaa endoprosthesis featuring c3® delivery system (rmt231218j/12962832, pxc121400j/12643196) to repair the aortic dissection. Tgu212110j/12302895 was implanted distal to the lower renal artery for proximal extension of rmt231218j/12962832. On an unknown date, a distal type I endoleak possibly from re-entry hole was confirmed involving devices implanted at tevar. On (B)(6) 2014, the patient underwent an additional procedure using a conformable gore® tag® thoracic endoprosthesis (tgu312610j/13052205) and a gore® excluder® aaa endoprosthesis aortic extender component (pxa230300j/13215914) to repair the endoleak. The patient tolerated the procedure. There is no issue reported on the patient after the additional procedure.

Manufacturer narrative:
A review of the manufacturing paperwork could not be performed as the lot number was not available.